Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose of 30 mmol/l two weeks back. The customer changed the site but had to treat with manual injection since it was not going down. The customer also reported that for the past year, the insulin pump had been alarming unexpected restart every time the battery is changed. Blood glucose at the time of the call was 10 mmol/l. Customer stated a temporary basal was not programmed before the alarm and the insulin pump was not stored or not in use for an extended period of time. Customer wished to continue using the device and was advised to monitor it.